Event description:
The reporter states that the customer obtained the blood glucose results 140mg/dl and 70 on the accu-chek advantage meter. The results were obtained within 10 minutes. The customer treated herself. The reporter could not recall exactly what the customer consumed but states that she felt better 15 minutes after eating. No adverse event reported. New sys sent to customer and return requested.